Manufacturer narrative:
Service was not dispatched to the site for this event. The suspect bottle was requested to be returned for further investigation however has not yet been assessed. Investigation is ongoing.

Event description:
A beckman coulter inc. Employee reported that on (B)(4) 2011 one leaking bottle of access wash buffer ii was identified in a box containing four bottles. There was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii bottle is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event.